Manufacturer narrative:
No product returned engineering evaluation was performed. As no product was returned, no visual evaluation, function testing or dimensional testing could be performed. The provided imagery was reviewed and the valve is very low, but the absence of pre-procedural CT, procedural fluoroscopy, and CT post makes impossible to draw any conclusions. All the provided echocardiography studies appear to show the valve seated very low within the lvot, with the appearance of native leaflet overhang. There is significant regurgitation & an elevated gradient across the valve (peak velocity 3.4m/s, peak gradient 54mmhg, mean gradient 32mmhg). The work orders related to the manufacturing of the devices and components that could potentially contribute to the complaint did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed using the valve serial number from the related work order and revealed no other complaints relating to the relevant complaint codes. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. No IFU/training deficiencies were identified. A complaint history review was performed on complaints (returned and no product returned) for the related valve (all models and sizes) with the related complaint codes. The root cause remains inconclusive as none of the assignable causes are applicable to this complaint event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time a product risk assessment (pra) is not required because there are no confirmed product or labeling/IFU/training material non-conformances affecting distributed product and no other triggers have been met. A CAPA/scar is not required because an edwards/supplier defect which could have resulted in the complaint was not confirmed. Per the instructions for use (IFU), valve malposition requiring intervention is a known potential adverse event associated with the transcatheter valve replacement (tvr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to malposition, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified leaflets, preserved ejection fraction, significant landing zone calcification, loss of pacing capture, rapid deployment, the release of stored tension during deployment, and movement of the delivery system by the operator. The IFU cautions that incorrect sizing of the valve may lead to paravalvular leak, migration, or embolization. Per the instructions for use (IFU), valve migration requiring intervention is a known potential adverse event associated with transcatheter valve replacement (tvr). According to the literature review, valve migration results when forces acting on the transcatheter heart valve (thv) overcome the strength of attachment of the valve to the annulus. Stent valves are subjected to antegrade ejection forces during systole. Less-than-severe and non-uniformly distributed calcification of the leaflets, incorrect bioprosthetic valve sizing, and incomplete frame expansion can contribute to valve migration. Additionally, residual overhanging leaflets can exert downwards force during diastole, causing migration of the thv towards the ventricle. The device training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valves (all models). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor in the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for malposition (i.e., minimal leaflet calcification, severe septal hypertrophy), balloon valvuloplasty may indicate potential balloon movement during valve deployment. In patients with high-risk anatomical features for migration (i.e., minimal leaflet calcification), balloon valvuloplasty may indicate potential balloon movement during valve deployment. In this case, there was no allegation or indication a product malfunction contributed to the malposition and valve migration. Investigation results suggest/indicate patient conditions and/or procedural factors may have caused or contributed to this event but a definite root cause was unable to be determined. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Regarding the increased gradients, through extensive complaint investigations, stenosis/increased gradient events for the s3, s3u, s3ur valves post-implantation have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors (atherosclerosis, thrombosis, endocarditis, rheumatic fever, pannus formation) and/or procedural factors (under-deployed valve, valve size selection, patient-prosthesis mismatch). The increased gradients event was confirmed based on review of the provided imagery. Available information suggests that patient factors (atherosclerosis) likely contributed to the event as provided information indicated that ''patient has type 2 diabetes, and is on hf meds, hypertension treatment and lipid lowering meds''. Atherosclerosis is the buildup of calcification, plaque, or fatty material on the valve over time. These deposits often come with age and make the valve tissue stiff, narrow, and unyielding which can contribute to increased gradients or stenosis. Factors such as but not limited to renal failure, patients undergoing hemodialysis / renal replacement therapy, hypercholesterolemia, hyperlipidemia, and/or diabetes mellitus can further contribute to atherosclerosis. The central regurgitation was confirmed based on imagery provided for evaluation. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instructions for use (IFU), valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the tavr procedure. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. As reported, ''it was a 23mm sapien 3 transcatheter heart valve implanted that was presenting central aortic regurgitation 3 months after implant procedure. The heart team followed up during 3 years for the ongoing aortic regurgitation. The physician treated with medicines and wait for better outcome but it did not work. The patient was admitted to the emergency room because of shortness of breath. It was found out that patient was presenting symptoms of pulmonary edema. (...) As per imagery review, the sapien 3 appears seated very low within the lvot with the appearance of native leaflet overhang. There was significant regurgitation & an elevated gradient across the valve. (...) As per follow up response received, the valve position at the tavi procedure was about 90:10.'' Although the event description indicated that the valve position at the tavi procedure was about 90:10, without procedural fluoroscopy it is unable to confirm high or low positioning of the valve. However, evaluation of the provided imagery indicated the s3 seated very low within the lvot, with the appearance of native leaflet overhang. Valve migration and/or malposition (too low at the lvot) may result in the possibility of the native leaflets hanging over and covering the outflow of the valve, reducing coaptation of the valve leaflets, and resulting in central regurgitation as reported. As such, available information suggests that procedural factors (malpositioned valve and thv migration) likely contributed to the reported event; however, due to the limited information, a definite root cause was unable to be determined. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by our affiliates in south korea, a 23mm sapien 3 transcatheter heart valve was presenting central aortic regurgitation 3 months after implant. The operator initially treated the patient with medicine and follow-up to ensure a better outcome. However, the patient was admitted to the emergency room with shortness of breath. It was discovered the patient was presenting with symptoms of pulmonary edema. The operator decided to discharge the patient and prescribe a diuretic. Initially, the operator wanted to perform another tavi procedure but it was not possible due to financial constraints. The operator will reassess the patient during their next scheduled outpatient clinic visit. As per imagery review, the sapien 3 valve appears seated very low within the lvot with the appearance of native leaflet overhang. There was significant regurgitation and an elevated gradient across the valve. As per follow up response received, the valve position at the tavi procedure was about 90:10.